Event description:
It was reported that while withdrawing an intravascular imaging catheter (ivus), the catheter got hung up on a previously implanted driver stent, dislodging the stent. The physician restented using another driver stent. The patient's condition was reported as "ok".

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the manufacture and expiration dates can not be determined. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.